Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the estimated battery longevity during routine follow-up check last year was 13 years, but the remaining battery longevity during a recent routine follow-up on july 3 was 5.5 years. Given the significant change in longevity this change aligns with the signs of premature battery depletion. Additional information received from the field representative indicated that it has been determined that the device will remain in service and monitored at the discretion of the physician. No adverse patient effects were reported. Given the device is not expected for return at this time this case is considered concluded. Should updated information become available a follow up report will be submitted.

Event description:
It was reported that this pacemaker device was suspected of premature battery depletion. It was determined that the device will remain in service and battery longevity would be monitored at the discretion of the physician. This device was later explanted and is no longer in service. Additional information regarding the reason for change in explant status was unknown. This pacemaker has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.